Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. The sizing of the patient's aortic annulus were: perimeter of 68.4mm, derived p of 21.8mm, area of 355.8mm, area derived of 21.3mm, min of 19, 5mm, max of 24.1mm, average of 21.8mm. A pre-dilation was performed using a 20mm non-abbott balloon. During the procedure, the valve was successfully implanted. A CT was performed and showed that the valve was too deep and there was a leak present. A valve-in-valve was performed with a non-abbott valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.